Event description:
Based on the medical records provided by the patient's attorney: (B)(6) 2002-patient underwent repair of multiple recurrent hernias with composix kugel. On (B)(6) 2005-patient underwent repair of multiple recurrent hernias with composix mesh. Multiple swiss cheese defects were noted. Extensive lysis of adhesions was performed. A small serosal injury was made and repaired. On (B)(6) 2005-patient underwent exploratory laparotomy, removal of composix kugel and composix mesh, small bowel resection and closure of a ventral hernia with a non-bard mesh. A large amount of bile-stained fluid was draining from the wound and aspirated. During removal of the composix kugel mesh, a hole in the bowel was noted where the mesh had been sewn into the bowel. On (B)(6) 2005-office visit: patient doing well on antibiotics and wound is granulating. On (B)(6) 2005-office visit: no evidence of infection and open wound is granulating. On (B)(6) 2005-ER visit: patient complains of fatigue, weakness and left upper quadrant pain.

Manufacturer narrative:
Initially the attorney reported that a single event of the implant of a composix kugel mesh occurred, however, medical records were received and a review of these records identified another event. Based on the information provided, it is unknown whether the device may have caused or contributed to the reported event. The medical record note the patient has a history of recurrent hernias and was treated for a recurrence with composix kugel in 2002. Nearly three years post implant, the patient developed a recurrence where multiple swiss cheese defects were noted and a composix mesh was implanted. A small serosal tear was made during the dissection of the composix kugel mesh which was noted to be adherent to the bowel. Lysis of adhesions was also performed. Three days later, the patient underwent removal of composix kugel and composix mesh. The operative dictation notes that the composix kugel mesh was sutured into the small bowel and a hole was noted. The medical records also note the patient underwent repair of an additional recurrent hernia with a non-bard mesh five months post removal of bard products. The information provided indicates the patient was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The patient was also treated for a recurrence and adhesions, both of which are known adverse events listed in the IFU. A review of the manufacturing records was performed including a review of sterility records and there was no evidence of a manufacturing related cause for the reported event. Additionally, no sample was returned for evaluation. With the currently available information, no additional conclusion can be drawn. Information related to the recalled composix kugel mesh implanted on (B)(6) 2002 has been reported in accordance with (B)(4).